Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("continued heavy menstrual cycles") and dysfunctional uterine bleeding ("heavy dysfunctional uterine bleeding") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and anaemia ("anemia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation on (B)(6) 2011) and surgery (thermachoice ablation on (B)(6) 2010). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding and anaemia had resolved. The reporter considered anaemia, dysfunctional uterine bleeding, menorrhagia and pelvic pain to be related to essure. The reporter commented: she was prescribed oral contraceptives, including pills, patches and rings, but they did not improve her symptoms. Since the device was removed, her symptoms have completely resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. On (B)(6) 2011 laparoscopic hysterectomy and bilateral salpingectomy: essure devices were in place and removed during the procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain, heavy dysfunctional uterine bleeding and continued heavy menstrual cycles. She was submitted to a thermachoice ablation and later to a laparoscopic hysterectomy with bilateral salpingectomy. After essure removal her symptoms resolved. These events are anticipated according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital/uterine bleeding or spotting may occur. In this particular case, no alternative explanation was provided for the events. However, considering their nature and based on essure safety profile causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('continued heavy menstrual cycles'), dysfunctional uterine bleeding ('heavy dysfunctional uterine bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). The patient was treated with surgery (thermachoice ablation on (B)(6) 2010 and total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding and anaemia had resolved and the genital haemorrhage outcome was unknown. The reporter considered anaemia, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she was prescribed oral contraceptives, including pills, patches and rings, but they did not improve her symptoms. Since the device was removed, her symptoms have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Diagnostic results: (B)(6) 2011 laparoscopic hysterectomy and bilateral salpingectomy: essure devices were in place and removed during the procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event abnormal bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('continued heavy menstrual cycles'), dysfunctional uterine bleeding ('heavy dysfunctional uterine bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). The patient was treated with surgery (thermachoice ablation on (B)(6) 2010 and total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding and anaemia had resolved and the genital haemorrhage outcome was unknown. The reporter considered anaemia, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she was prescribed oral contraceptives, including pills, patches and rings, but they did not improve her symptoms. Since the device was removed, her symptoms have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Diagnostic results: on (B)(6) 2011 laparoscopic hysterectomy and bilateral salpingectomy: essure devices were in place and removed during the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('continued heavy menstrual cycles'), abnormal uterine bleeding ('heavy dysfunctional uterine bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). The patient was treated with surgery (thermachoice ablation on (B)(6) 2010 and total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, heavy menstrual bleeding, abnormal uterine bleeding and anaemia had resolved and the genital haemorrhage outcome was unknown. The reporter considered abnormal uterine bleeding, anaemia, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: she was prescribed oral contraceptives, including pills, patches and rings, but they did not improve her symptoms. Since the device was removed, her symptoms have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Diagnostic results: (B)(6) 2011 laparoscopic hysterectomy and bilateral salpingectomy: essure devices were in place and removed during the procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporter information added, case became medically confirmed. Patient¿s demographics and medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("continued heavy menstrual cycles") and dysfunctional uterine bleeding ("heavy dysfunctional uterine bleeding") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and anaemia ("anemia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation on (B)(6) 2011) and surgery (thermachoice ablation on (B)(6) 2010). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding and anaemia had resolved. The reporter considered pelvic pain, menorrhagia, dysfunctional uterine bleeding and anaemia to be related to essure. The reporter commented: she was prescribed oral contraceptives, including pills, patches and rings, but they did not improve her symptoms. Since the device was removed, her symptoms have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was bilateral tubal occlusion. On (B)(6) 2011 laparoscopic hysterectomy and bilateral salpingectomy: essure devices were in place and removed during the procedure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain, heavy dysfunctional uterine bleeding and continued heavy menstrual cycles. She was submitted to a thermachoice ablation and later to a laparoscopic hysterectomy with bilateral salpingectomy. After essure removal her symptoms resolved. These events are anticipated according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital/uterine bleeding or spotting may occur. In this particular case, no alternative explanation was provided for the events. However, considering their nature and based on essure safety profile causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.